Event description:
Faulty indwelling urinary catheter collection bag device not draining appropriately. Patient, with active indwelling urinary catheter, complained she had "urge" to urinate and was laying in wet linens. Urine collection bag appeared to be "sucking-in" on itself. Walls of collection bag were pulled away from each other and 900 ml of urine immediately drained into bag. Rn who reported noted this issue has happened twice in (B)(6) 2020. Bard foley catheter lot # nger4082. FDA safety report ID# (B)(4).